Manufacturer narrative:
The lead was discarded, therefore, it will not be returned for analysis. As a result, the allegations against this lead cannot be confirmed. No adverse patient effects were reported. The event will be re-evaluated if additional information becomes available. Lead dislodgement is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.

Event description:
The customer reported this atrial lead was explanted due to dislodgement. The lead was reportedly discarded. No adverse patient effects were reported. The lead was actively implanted for approximately 18 days.